Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the raytec shredded inside a patient. In one instance they spent a significant amount of time pulling out frayed and split fibers from a patient after packing. There were no adverse events were reported.

Manufacturer narrative:
Decontaminated samples and photos were received at the plant for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Upon a visual evaluation of the sample, the defect was confirmed; the selvage edges of the gauze are protruding out of the folded sections causing the loose threads and split fibers. A root cause analysis indicated that this occurred during our manufacturing process. Actions have been taken to address the reported condition. A quality alert was also issued to alert for quality awareness.